Event description:
Procedure was performed on the sfa. Sfa stenting with femoral access. The protege everflex stent was deployed smoothly; the tip and inner clear tube came undone but was retrieved successfully. No injury to patient reported.